Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because of bone condition and infection. Based on the report, the pt had moderate oral hygiene and poor bone condition. Bone augmentation material of biooss was used. It was a traditional 2 stage surgery in tooth location #3. A sinus infection occurred after the fixture was implanted. The fixture was then explanted and the dr plans to implant another fixture at a later date after another sinus eval. The pt was described as stable, but treatment ongoing.